Manufacturer narrative:
(B)(4)was reported in error, please disregard the initial reporting of this event as this event has now been deemed not reportable.

Event description:
Updating MDR due to being selected as reportable in error per customer advocacy. Complaint is not reportable per corpft-140202

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. No product was provided for evaluation. A follow up report will be submitted upon completion. No injury or medical intervention was reported